Event description:
Customer reported hospitalization with diabetes ketoacidosis and high blood glucose readings of 725 mg/dl. Customer stated that they gave themselves four manual boluses through the insulin pump and their blood glucose levels still would not decrease. Customer was treated with insulin drips at the hospital. Customer also reported symptoms of abdominal pain and throwing up prior to the hospitalization. Customer stated that his blood glucose levels were brought down to 200 mg/dl and he was then placed back on the insulin pump. Customer's blood glucose levels increased to 500 mg/dl when placed back on the insulin pump. Customer also mentioned receiving a motor error alarm during bolus and a no delivery alarm. Troubleshooting was performed and all settings appeared to be normal. The drive support cap was noted to be slightly indented. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.